Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) had leakage. The following information was provided by the initial reporter: IV is leaking right before the connector or ¿clave¿. Additional information received from the customer: what was the medication/fluid in use at the time of the event? No medication or chemo, just saline.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three sample were received for quality evaluation. Visual inspection of the samples did not indicate any damages or abnormalities. The extension sets were attempted to be primed, and none of the samples allowed for fluid flow. Examination under magnification identified a block in the fluid line. The customer complaint of flow issues ¿ fluid blockage was confirmed. The leakage seen is a cascading issue due to the fluid blockage in the fluid path. The investigation was forwarded to manufacturing for root cause evaluation. After the investigation, the occlusion between the tubing and the naczero connector was related to excess solvent due to not correctly following the instructions described in the assembly procedure by the assembler and possible issues with the solvent dispenser. The standard work instruction will be updated to rebalance the assembly process and replace the current dispenser with a new solvent dispenser as corrective actions to avoid occlusion between components. A device history record review for model mz9277 lot number 25045437 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.